Event description:
It was reported that the device tipped over with a patient on board. As a result of the unit tip, the patient sustained some neck pains and had to be placed in a neck collar.

Manufacturer narrative:
A visual and functional inspection was performed, and it was determined that the unstable cot leading to a tip was not due to any component level malfunction. The patient involved in the cot tip sustained minor injuries, where he had some minor neck pain and was placed in a neck collar as a precautionary measure.

Event description:
It was reported that the device tipped over with a patient on board. As a result of the unit tip, the patient sustained some neck pains and had to be placed in a neck collar.